Manufacturer narrative:
Product analysis: the device has not been returned to medtronic for analysis. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. At this time there is no known allegation that the device caused or contributed to the patient's death. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during a liver transplant procedure on bypass, the patient's liver reperfused well but the patient remained coagulopathic, bleeding from numerous sites. The patient became hypotensive and bradycardic. An echocardiogram showed a large clot in the patient's left ventricle. The medical personnel were unable to regain a pulse from the patient and the patient expired. Additional information, including perfusion records from the event, has been requested. The hospital has indicated that the product is not available for return.